Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Information received from a manufacturer representative (rep) and from a consumer via a rep reported that the battery was overdischarged. The patient was seen at the physician office stating that the stimulator didn't work. It was noted that the patient was a very poor historian. The patient had one statement that the stimulator had always been on low and in the next sentence stated that she never used it since implant. The patient also stated that it always went dead. The rep noted that it was unclear what had actually been happening. The patient did not allow any attempts to do a physician mode recharge (pmr) stating that she did not have time and it doesn't work. The physician suggested replacing with a non-rechargeable battery but the patient was very unsure and kept contradicting whether or not she wanted the stimulator. It was noted that the patient would let the physician know when or if she decides she will have a battery change, explant, or allow the rep to attempt a pmr. The issue occurred during normal use. The patient was alive with no injury. No further outcome was available. Follow-up was conducted to obtain this information; if additional information is received the event will be updated. The patient's indication for use was noted to be non-malignant pain.